Event description:
Boston scientific received information that this right ventricular (rv) lead and another manufactures device displayed shock impedance measurements of greater than 130 ohms. Boston scientific technical services discussed trouble-shooting options. The local boston scientific field representative reported that the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.